Event description:
It was reported by service report that the cot stops and is unable to be raised in manual and power mode. There was patient involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Base assembly.